Manufacturer narrative:
A direct correlation between the heartmate 3 left ventricular assist system (lvas), (B)(4) and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), (rev. C), lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a continued atrial flutter per electrocardiogram (ECG). The patient did not show signs of atrial flutter pre-vad implant, but instead showed sinus tachycardia. The patient received no treatment and his symptoms resolved.